Event description:
It was reported that this right ventricular (rv) lead was explanted due to a heart wall perforation two days after implant. The patient is currently stable. No additional adverse patient effects were reported. Explanted lead will not be returned.